Event description:
The patient was female presented with a 20 mm ruptured distal basilar artery aneurysm. The subject device was advanced to the area of treatment through an envoy 6fr guiding catheter and a o.012" gt guidewire. As attempts were made to insert a gdc into the microcatheter, it was noticed that the length between the proximal and distal markers was abnormal. The gdc was carefully retrieved from the patient's body without friction. When attempts were made to retrieve the subject device, the distal marker could not move. Though the subject device was carefully retrieved without friction, the distal marker remained in the patient's body. A fracture was noted at the distal tip. After that, no flow was noted at the distal basilar artery under angiography. Subarachnoid hemorrhage was noted under CT scan. The patient went into surgery. The fractured tip was in the aneurysm. According to the opinion of the attending physician, the subject was damage when it was advanced through a 3-way stop cock between the guiding catheter and a rotating hemostatic valve. Resistance was felt as the subject device was advanced and pulled backkl. The subarachnoid hemorrhage was not related to the incident. The physician used another excelsior 1018 microcatheter and 28 coils were deployed successfully.